Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. There was no reported symptoms, adverse events, injuries, or medical intervention required as a result of the reported event. Additional information was requested but not received.

Event description:
Additional information was received from email from the peritoneal dialysis registered nurse (pdrn). The pdrn stated that the fluid leak occurred during the patient's second fill. The pdrn confirmed there was fluid in the cycler door. The patient was not able to complete treatment the night of the reported event but was able to perform a manual fill the following morning. There were no symptoms, injuries, or medical intervention required for the reported event. The cassette was not available for evaluation.